Event description:
It was reported that the patient (pt) observed service code 528 - out of range on their patient programmer. Unable to rule out at this time. The patient was redirected to their healthcare provider to further address the issue. No symptoms reported. Additional information was received from the manufacturer representative (rep) that patient (pt) has been getting service code 528 for the past two months (oor). Caller states a couple months ago the pt was interrogated (mdt not present) and impedances seemed fine at that time. Caller did note that pt is using somewhat high settings, 5.5v 180usec on left, 6.0v 180usec on right. Rep reports pt keeps their battery charged up to 85%- 100% every day so it's likely not the battery being low. Technical services (tss) reviewed checking impedances, settings, maintaining battery charge to avoid message. Additional information was received from the manufacturer representative (rep) confirming that the cause of oor was the patient's high settings. To solved the problem, the amplitude was decreased but also noted that it's too early to confirm that the issue is completely resolved at this point. The information was confirmed with the hcp.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.